Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2021, who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt said their stimulation on their favorite group quit working (the only group that really helps them). When the pt tried to increase or decrease the stimulation within the group, they see the settings not available screen and they also noticed that when they are in that group, the ins battery does not deplete. Pt said they had tried their other two groups and they seem to be functioning as intended. Pt said they did not have any recent falls or trauma. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On (B)(6) 2021, a rep reported that since (B)(6) 2021, the patient had been seeing a message stating "cannot provide desired intensity settings" and they were not able to make the desired adjustments, so their chronic pain started to return. The patient denied having any falls, traumatic events, accidents, etc. The rep met with the patient on (B)(6) 2021 and did a connectivity check and impedance check. The connectivity check showed to avoid contacts 10, 12 and 15. Impedance check showed contacts 10, 12, 14 and 15 were high (40,000 ohms). The rep noted the patient's programming included those contacts, which was why the patient was receiving the out of regulation (oor) message and why they were unable to increase stimulation. The rep reprogrammed using only the other lead. The patient was going to try the new programming and the rep noted that if the patient doesn't regain pain relief with the new programming, then a lead revision will likely need to be considered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the issue was resolved and the patient was able to adjust stimulation using their other lead. No further interventions were planned.